Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Device code (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.5 diopter, implantable collamer lens was implanted upside down into the patients left eye (os) on (B)(6) 2023.the lens was implanted and removed intraoperatively with no patient injury and the problem resolved. Cause of event was unknown.